Event description:
It was reported that the doctor had tried to reposition the lead several times due to low sensing, high threshold, and high impedance. After several repositionings, it was difficult to rotate the helix and the helix seemed to be "stuck". The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.